Event description:
Adverse event(s): "no adverse effect to the pt." (No consequences or impact to pt). Product problem(s): "fibers in the pak." (Foreign material present in device). The customer reported: we are having issues with foreign material in the bowl. The foreign material was found in the anterior chamber and removed during surgery. Additional follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).